Manufacturer narrative:
Site neurosurgeon dr. (B)(6) declined to provide patient information. Device manufacturing date is unavailable. In trouble-shooting, the site's navigation system tracks all the instruments, including the spine referencing frame, as well as, the fluoro tracker. Different images were taken with the c-arm, transferred to the navigation system with no problem, and navigated the images as the system intended. Probable cause deemed possibly just a one-time issue due to a problem of blocking the line sight optical communication. On 08/02/2016 a medtronic representative performed a navigation system check-out, software and hardware areas passed. Instruments test failed. The system does not see the wireless fluoro tracker. On 08/04/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 08/24/2016 a medtronic representative, following-up at the site, reported an incision had been made on the patient prior to abandoning navigation. The surgeon completed the surgery using a c-arm. No parts were replaced. On no parts have been received by manufacturer for analysis. On no further issues have been reported.

Event description:
A site neurosurgeon reported that while in a spine procedure, their navigation system does not communicate properly with the fluoro tracker nor the spine frame. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date now provided.